Manufacturer narrative:
(B)(4). Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Needle detached from thread. Problems of needle detachment, thread broke and problems in some surgeries (eventrations in animals).

Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: 10 unopened pouches. Analysis and results: there are no previous complaints of this code batch. (B)(4). Tightness test to the samples received has been performed and the units are tight and tested the needle attachment of the samples received and the results fulfills the OEM requirements. Also tested the knot pull tensile strength of the samples received and the results fulfills the OEM requirements. Performed a degradation test (14 days in sörensen solution at 37ºc) has been conducted with the samples received and the results fulfills the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. As indicated in the instructions for use of the product: "when working with monosyn® suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked". Final conclusion: complaint is not justified. Actions on distributed product of this reference/batch: the customer will receive a credit note for one box of product as a quality courtesy. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.